Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A sensor board was returned to the manufacturer's product investigation laboratory. There was no harm or injury reported. During the evaluation of the component at the manufacturer's service center, contamination from a brown tarnish (nicotine odor) substance was observed throughout the sensor/manifold.